Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the blood glucose reading was 336 mg/dl at the time of admission. Caller stated that the customer had nausea and was vomiting prior to hospitalization. Nurse was requesting additional training on the insulin pump for the customer. Nothing further was reported.